Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the po2 started to drop at the end of a 4 hour case. At the start of the case, the po2's were in the low 200's. They were observed to be lower than standard. The patient had a bsa of 2.1. At the end of the case, another fx15 was added to the recirc line and the po2's increased to mid to high 300's. No known impact or consequence to patient. Product was not changed out (another fx was added in). Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on september 2, 2016. Method: actual device evaluated; visual inspection; flow testing; manufacturing review. Results: improper physical structure. Conclusions: unable to confirm complaint. The sample was returned for evaluation. A review of the device history records revealed no manufacturing issues. The sample was visually inspected for any anomalies, none were noted. The sample was then tested for its gas transfer performance. Bovine blood was circulated in the oxygenator under the following conditions: @ v/q=1, fio2=100% and the flow rate of 5l/min. And 3l/min. Result; o2 transfer: @5l/min.=320ml/min. @3l/min.=206ml/min. Co2 removal: @5l/min.=254ml/min. @3l/min.=172ml/min. No anomalies were noted in the gas transfer performance, the obtained values met the factory specifications; therefore, this complaint is not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.